Manufacturer narrative:
Upon receipt, the ICD and the lead under complaint were subjected to an extensive analysis. During the analysis of the ICD, the electrical module was found damaged due to a shock delivery into an external short circuit. The damages caused a high current condition, depleting the battery that finally led to the clinical observation. The analysis of the ICD and the lead did not reveal any sign of a material or manufacturing problem.

Event description:
This device could not be interrogated following the sudden death of the patient on (B)(6) 2015. The device was returned for analysis. The cause of death was not provided.